Event description:
A healthcare provider (hcp) reported on (B)(6) 2016, the consumer was exercising and stepped hard and heard a pop, and then had severe pain radiating down their spine. According to the hcp the symptoms appeared to be similar to a slipped disc, but wanted to discuss possible implantable neurostimulator (ins) caused issues. The hcp later reported the consumer was evaluated and treated at the emergency room as well as being an inpatient for pain management. The cause of the back pain had an unknown etiology, but was an acute episode which had resolved. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.